Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "impaction handle would not work as intended. Needed to be replaced. A second scorpio miscellaneous tray was open for a different handle.